Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a sprung reservoir (#fv043t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system (sprung reservoir + m.blue) showed a drainage problem. The patient underwent a revision procedure. The complaint devices were returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. The release for investigation is missing, so the examination could not be started. Same event as medwatch #3004721439-2023-00171.

Manufacturer narrative:
Manufacturing site evaluation: information about the complaint: information about the complaint are "shunt not draining properly" manufacturing and quality control data: due to the limited information investigation is restricted to tracability of manufacturing and quality control data. The sprung reservoir was manufactured by a qualified employee. Deviations during assembly did not occur. The product was finally tested as article fv043t and we confirm all parameters have been inspected and approved during the manufacturing. We assure that production and quality control ensure that only products that are conform to specifications are made available on the market. Conclusion information: an investigation was not possible because no release/questionnaire was sent to us. On the basis of the product documentation, we can exclude the presence of a defect at the time of delivery of the sprung reservoir since this documentation indicates that the valve is in perfect condition. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. Further actions: from our point of view, no further regulatory actions are required.